Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-16769. It was reported patient experienced ineffective therapy as lead migration was confirmed via-x-ray. Only one lead had moved down and was no longer working. As such surgical intervention took place wherein one of the lead was replaced. Reportedly effective therapy was restored. Both leads are reported since it was unknown which lead had the issue.